Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt. (B)(6).

Event description:
As reported, before use on a patient during unpacking of the device it was observed that the smart flex 5 x 80 vas, 120 cm stent was partially deployed. There was no report of patient injury. No further information is available. The device is available for analysis.

Manufacturer narrative:
A report was receive that the stent of a 5 x 80mm 120cm smart flex stent delivery system (sds) was partially deployed when the device was being removed from its¿ packaging. The product was not clinically used. The product was not returned to the manufacturer for evaluation. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. Without the return of the device for analysis, the reported event could not be confirmed and no determination of possible contributing factors could be made. The product instructions for use (IFU) instructs the user to carefully inspect the device for any damage and to not use the device if the sterility or performance of the device is suspected to be compromised. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported event. Based on the device history record review, there is no indication that the event was related to the manufacturing process. A risk assessment has been initiated to address this issue.